Event description:
A dental implant was placed in tooth location #30. After two yrs the pt was experiencing pain. The implant was removed from the pt's mouth. On 10/03/2006- the clinician was contacted. He stated the pt's implant was well integrated for over two yrs. The pt began to complain of increased sensitivity and pain. Cat scans were taken postoperative and no problems were noted. The implant was removed from the implanted site. After the implant was removed, the pt's pain dissolved. Currently the pt is doing fine with no problem. The pt will be reimplanted after healing.

Manufacturer narrative:
Component was examined and microscopically evaluated at a magnification of 10x. The implant was covered with bone and blood. The implant returned was not the part number reported. Reporting what the clinician reported. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event. If add'l info becomes available, a follow up report will be provided.